Manufacturer narrative:
(B)(4).

Event description:
There was a pocket and lead revision done for this patient. The rv lead had moved so there was atrial undersensing. The rv lead was successfully repositioned and this device and the rv lead remain actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.